Event description:
(B)(4). Event occurred in the united states. The patient reported that at the time of reporting, set came apart from the insertion site and it seemed as if the quick release just broke, the tubing was detached, and his blood glucose level was 300 mg/dl. The set insertion location was at the back side, upper buttocks. No further information available.